Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issues. The device passed 138 hours of extended bench testing at the customer's settings. The device failed troubleshooting final test for non-conformances with measured vte tidal volume and flow tests. Bench testing revealed that a malfunctioning solenoid manifold was creating the non-conformances. The service technician replaced the solenoid manifold and the non-conformance issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. The event trace review contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 could not change modes and experienced issues with the respiratory rate settings. The respiratory rate would increase when the patient initiated any breaths. The customer confirmed that there was no patient harm associated with the reported issues.